Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction: note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-09010 and 3005099803-2013-09011 for the other associated device information.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 3.8cm of the tip of the metal core wire. The distal tip presents the pebax peeled approximately 1.5cm. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specifications. The complaint is consistent with the return the pebax section detached exposing the tip of the core wire and the distal tip section peeled. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.